Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the apollo tip was not embedded in the onyx cast. Anatomical location of the apollo tip: mca. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
H3: the apollo micro catheter returned for analysis. No damages were found with the apollo catheter hub. The apollo catheter body was found damaged (bent) at ~96.5cm from the proximal end of the catheter hub. The distal tip was found detached from the apollo catheter. The detached tip was not returned. The ldpe overlap was measured to be 0.95mm, which is not within specification (specification: 1.0-2.5mm) based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Possible causes of ¿tip premature detachment¿ include patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, or ldpe overlap not within specification. In this event, it is likely that the ldpe overlap not being within specification contributed to the tip's premature detachment. This can occur during the manufacturing process (mp1346) if the distal shaft and detachable tip are not positioned correctly or if there is a gap between the shafts. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure while navigating to the target artery, premature detachment of apollo microcatheter has occurred. There was no force applied during removal. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for arteriovenous malformation (avm) treatment. It was noted the patient's vessel tortuosity was moderate. The access vessel was the middle cerebral artery (mca) with a diameter of 2.4mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.